Manufacturer narrative:
The insulin pump had intermittent button response on the esc button due to flattened dome switch. The device had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that a button on the insulin pump was not working. The insulin pump was stated not to have been dropped or exposed to moisture. The customer's blood glucose was 43 mg/dl. Nothing further was reported.